Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's father reported the patient's blood glucose levels rose to 15 mmol/l (270 mg/dl) while wearing the pod on the leg for between 24 and 36 hours. Patient administrated a bolus with no effect. The father confirmed the pink slide did not move forward and the cannula deployed, indicating the needle mechanism did not function as intended. They removed and applied a new pod for treatment.

Manufacturer narrative:
The device was received not deployed. The download data showed the device generated an 0xcb alarm, indicating the lvd interrupt was detected, after 9 pulses. Timeouts and drive stalls were observed. Multiple attempts to complete a rerun were completed, however this was unsuccessful. The pcb was removed and inspected; no damages or abnormalities were observed. The pcb was attached to a new chassis with new unused batteries. Multiple extensive reruns were completed with the new components and pcb from the original device; no abnormalities were observed in either rerun. The middle battery was found to be swollen and measured out of specification, indicating an internal short occurred in the battery. Due to the shorting of the battery, the investigation determined that the shorted battery caused the alarm during runtime prior to the needle mechanism deploying. The investigation could not determine when or what caused the batteries to be shorted.